Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+1.5/099 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. The patient reports elevated iop which has been resolved but pain persists. Also reported: fixed mydriasis, no response to light stimuli, laser iridotomy, pilocarpine administration, continuous gravitational pain-feeling something pushing on the eye, halos, circles, and blurred vision. Reportedly, the lens remains implanted.